Manufacturer narrative:
The device was received not deployed. The device generated an 0x31 alarm, indicating "command was received in an invalid pump state." During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not show any time outs or drive stalls and did not generate an alarm. The root cause of the hazard alarm during priming could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that upon activation of the pod, the cannula did not deploy as intended.